Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working and not gave her no delivery alarm. Customer's blood glucose value was 752 mg/dl at the first hospital visit. Customer stated that they were in the hospital for three times for diabetic ketoacidosis. Customer also stated that the battery of insulin pump was not lasting for more than 2 days. Customer stated that they had high blood glucose value in the may and she ended in the hospital in july. Customer was not worn the insulin pump in about a month. The device will not return for analysis.